Manufacturer narrative:
Unknown taper. The product associated with this complaint will not be returned. Further information regarding implant date and device serial number has been requested of the implanting physician. To date, no information has been received by apollo. Without serial, catalog, or model number, the taper type associated with this event cannot be determined. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Caution: patients should be advised that the lapband® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.

Event description:
Reported as: the patient had a gastric prolapse and gastric obstruction. Patient had the full lap-band system explanted.